Event description:
We have received a product report involving a non (B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received. According to the reporter, during a procedure, while using olympus monopolar resectoscope with generator vlft10gen, loops in the resectoscope were completely burned up after 3 activations. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).